Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-88215.

Event description:
It was reported the customer was experiencing high blood glucose but was not receiving any alarms. The customer's blood glucose was 24.1 mmol/l the night prior. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. Customer's blood glucose was 15.8 mmol/l at the time of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.